Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, and twitching. Reportedly, the customer's settings need to be adjusted. The customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.